Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were worn components to the bearings. It was further observed that the head, bearing, ratchet and gears were worn. It was further determined that the device failed for temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the motor device and the attachment device were overheating. It was not reported if the devices were used together. It was not reported if the devices were used in surgery. There was no patient involvement reported. There were no reports of delay in the surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.